Event description:
Two (8x4) pta5 balloons positioned across calcified lesions and inflated to nominal pressure. It was noted that the balloon in the right iliac burst during inflation but when the radiologist went to remove the burst balloon, resistance was felt. She pulled on it with slight force and felt it snap. When they pulled the balloon shaft out, it was noted that the tip of the balloon remained in the pt. The fractured portion was snared but when it was pulled back towards the sheath, the radiopaque marker broke off (remaining in the snare and removed safely). The rest of the balloon was then advanced to the sheath in the groin; but it was noted at this point that the distal portion had umbrella'd so they couldn't get it out of the sheath. They put a destination sheath over the bifurcation and snared it from the contralateral side and managed to safely remove the fractured portion. The pt did not require additional procedures due to this occurrence and the complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Expiration date unk as lot is unk. Event is still under investigation.